Manufacturer narrative:
(B)(4), results: inherent risk of procedure (occlusion, stent graft kink); patient's condition affected effectiveness of device (anatomy related). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a left iliac aneurysm approximately one year ago. Vessel morphology from the time of implant was not reported. It was reported that the physician was concerned about limb position at the time of placement and ballooned the aortic bifurcation. The procedure was completed and no problems were noted. Approximately three weeks ago the patient presented with significant claudication. Angiogram showed the left limb to be kinked just distal to the aortic bifurcation. The physician treated this with a balloon expandable bare metal stent. The physician believes the event was due to the patient's anatomy, and assessed the event to not be device related. The angiogram also showed development of mural thrombus in the right external iliac artery that extended into the distal portion of the right limb of the stent graft. As the patient was recovering from an unrelated surgery; the physician plans to treat the patient for this at a later date to exclude thrombus in this area. No further information was provided.